Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic hepatectomy, the 1st device of tb-0535fc was used. The ptfe pad of the 1st device was separated. The user exchanged it with the 2nd device of tb-0535fc and continued the procedure. However at the early stage from the beginning of use, unspecified error occurred. The procedure was completed with another thunderbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received two devices of tb-0535fc for evaluation, omsc confirmed that the ptfe pad of the 1st device was separated on (B)(6) 2015. And the other device did not correspond to the criteria of MDR. This MDR is regarding the 1st device which pad was separated.